Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the concerto coil detached when the physician did not detach attempt to detach. Vessel tortuosity was moderate. The devices were prepared according to the instructions for use (IFU). Another concerto coil was used. No symptoms were provided.

Manufacturer narrative:
H3: the concerto pusher was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within a terumo progreat micro catheter. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. The pusher was found kinked at ~66.0cm from the proximal end. No damages or irregularities were found with the terumo progreat micro catheter hub, external micro catheter body, distal tip or marker band. Testing/analysis: the concerto pusher could not be retracted out of the terumo micro catheter as it was found stuck. The concerto pusher broke during the attempt to retract the pusher. Liquid blood was found on the pusher. The progreat micro catheter was cut in attempts to remove the remaining pusher, however, the pusher became damaged during the attempt. The braid was not found within the micro catheter. A large amount of liquid and dried blood was found within the micro catheter. The retainer ring was found damaged, likely caused during the extraction of the pushwire. The inner diameter could not be measured. Conclusion: based on the analysis performed, the customer report of ¿premature detachment" was confirmed as the braid was not found; however, the cause could not be determined. Possible causes are tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pusher rotation, user advances the coil against resistance, and detachment ball outer diameter below specification/damaged. Customer reported vessel tortuosity as moderate, and the devices were prepared per IFU. The terumo progreat micro catheter is compatible for use with the concerto coil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.